Manufacturer narrative:
The actual device associated with this event is not known. International affiliate reports the following possible lot: xp7171 mfg date: 12/01/2006, exp date 07/31/2011. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the pt presented approx 30 days post operatively with pain, swelling and discharge at the surgical site following a total knee replacement. The suture was noted protruding from the wound. As a result, the pt was returned to surgery. Pt was treated with cephalosporin. The pt was discharged and reported as recovered.